Event description:
This case has been identified during monitoring of postings on an FDA hosted docket website, which has been established in preparation of a public FDA advisory committee meeting which took place in september 2015 (case FDA-2014-n-0736-2211, awareness date 29-oct-2015). It refers to a female consumer of unspecified age in united states who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2013. After the essure procedure, consumer went in three months later, to make sure her tubes were blocked. They said she was good to go. Three months later, she started having her periods every other week and very heavy. She feels extremely groggy with foggy brain, bloating, headaches, nausea, shaking in left hand, on a daily basis. In (B)(6) 2015, consumer had a whole month of heavy bleeding, which caused her to go in to the emergency room. They gave her pain pills. She went into her gynecologist and they set up a d&c (dilatation and curettage) and ablation to help with her bleeding. She does not want to go through any more procedures, but it was looking like her essure implants would have to be removed, since she was still not feeling any better. The product technical complaint investigation results which ptc number is (B)(4) was received on 19-nov-2015. Final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: based on available information no product quality defect was confirmed. Moreover, the reported medical events are not indicative of a quality deficit per se. A batch review of similar cases is not applicable as no batch number was reported. In summary, based on available information there is no reason to suspect a causal relationship between the reported medical events and a quality defect. Company causality comment: this spontaneous and non-medically confirmed case report refers to a female consumer of unspecified age, who had essure (fallopian tube occlusion insert) inserted and presented a whole month of heavy bleeding. She had to have a d&c (dilatation and curettage) and ablation to help with her bleeding. This event, seen a genital bleeding, is serious due to medical importance and listed in the reference safety information for essure. Considering genital bleeding may occur during essure use and the implied temporal relationship, causality with suspect insert cannot be excluded and since an intervention was performed as a treatment measure to the reported event (ablation), this case is regarded as incident. Based on available information there is no reason to suspect a causal relationship between the reported medical events and a quality defect. No further follow up will be actively pursued since this case was identified during health authority website monitoring.